Event description:
It was reported that the pulse generator exhibited high pacing thresholds. During the device explant procedure, a connector anomaly was noted. The device was explanted and replaced. No further information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).